Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. The field service engineer (fse) inspected the pyxis bus cable and repaired minor damage that may have been causing intermittent failures of different drawers and/or pockets. In the hardware test application (hta), cubie pockets in main drawer 6.1 and 6.2 were ejected. Debris underneath and between the trays was cleared. The pockets were reseated, and testing was performed in hta. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawer failures occurred followed a daily update, along with user ID authentication issues. Users experienced unable to authenticate errors and intermittent access to the system. Repeated attempts to reboot the system were made in an effort to resolve the drawer failures; however, the issues persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.